Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was not duplicated. The air detection level of the air detector was within the standard. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air bubble detection alarm won't stop. The event occurred while in patient use during infusion. No adverse patient effects were reported by the customer.